Event description:
It was reported that during a resuscitation at 10 am on (B)(6) 2015, the autopulse platform stopped performing compressions. Customer indicated that it seemed to be a battery loss. The patient was taken down the stairs while on the platform and was then (B)(6) to the hospital. The intervention time was about 45 minutes long. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/17/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no damages to the platform. The platform underwent and passed all initial functional testing with no faults or errors observed. A review of the platform's archive was performed and found that warning 1 (low battery warning) and user advisory (ua) 4 (replace battery) occurred on the reported event date of (B)(6) 2015. No parts needed to be replaced to remedy the customer's reported complaint that the platform stopped functioning while in use on a patient. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a stops compression while in use on a patient was confirmed through review of the platform's archive. The customer used 2 batteries on the reported event date, li-ion batteries with s/n (B)(4) and s/n (B)(4). Both batteries functioned as intended, as they both ran for more than 45 minutes. The expected run time for a fully charged li-ion battery is 30 minutes, which was exceeded with both batteries during the reported event. In conclusion, although the customer's reported complaint of the platform exhibiting a stops compression while in use on a patient was confirmed, the autopulse and li-ion batteries used on the reported event date of (B)(6) 2015 all performed as intended, and no problems were found.

Manufacturer narrative:
Customer stated that they had two fully charged batteries at the time of the incident. They alternate these batteries with two other batteries. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.